Event description:
It was reported that the patient underwent a spinal procedure using interbody device at l4/5. During the procedure, it was noticed that the cover plate could not fit to the spacer very well. The single screw side fixation screw backed out approximately two weeks post op. No revision surgery is planned at this time.

Manufacturer narrative:
(B) (4). Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.